Event description:
Customer reported receiving alarm 30 during pumping, verified in pump history. There was no reported impact to the customer¿s blood glucose level. Pump was replaced under warranty, and the customer was informed. They declined to provide information on alternative insulin therapy methods during the replacement period.